Event description:
Breast implants depilating. Hello. I got my implants in (B)(6) 1999, soon after in 2002 I started having problems. Infections upon infections, green puss draining out, severe pain, having to go to doctors to drain by injection, very painful time and time again. I have been through so many tests year after year. Biopsies, lumpectomy, MRI's, ultrasounds, screening mammograms', diagnostic mammograms etc. I have a folder that is about 3 inch worth of information year after year, showing all the complications I've gone through. I nor my boyfriend have been able to touch my breasts for well over 10 years. As soon as you try to stimulate them for let's say intimacy, soon after I got severe pain and then the infection, green puss and back to the doctors. I have not been able to be intimate for over 9 years. How sad, that these implants put a healthy vivacious woman to not be able to have sex for years. I, like so many other thousands of women who are going through the same issues is disheartening. Lately, my health is declining fast. Unfortunately, the doctor. Who performed the implant surgery has passed away. I have no documentation to show what type of implants, how many cc's etc. I only have the discharge instructions sheet from his office. About a month or so ago, I woke up at 3 in the morning and my legs were killing me. So sensitive to the touch it was difficult to walk. Now I have been having severe pain on my left breast, where it is so very difficult to breathe for over a month, as well as swollen glands. I went to the ER on (B)(6) 2022 and after being tested for a throat culture, limited blood work, covid 19 and 2 chest x-rays, they said my potassium level was low, gave me 4 pills. Supposedly, they found nothing wrong. They never addressed the pain down my legs either. So what do you suggest for me trying to find out what type of implant and cc's I received? FDA safety report ID # (B)(4).